Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the rod of the fast-fix 360 inserter was bent, t2 pre-deployed. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported. It is unknown if the event happened internal or external to patient.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the device inside a opened package with no suture or implants visible. The shaft/rod is slightly bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. The root cause for material deformation of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.